Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon leaving an appointment at the endocrinologist's office, the customer coded in the parking lot. Per hcp, there was nothing remarkable noted during the visit. Emergency medical services performed CPR but were unable to revive customer and he was transported via ambulance to the hospital, where he was pronounced deceased. Cause of death is unknown. The pump will not be returned for investigation as it was discarded by the customer's family. Tandem reviewed pump data logs. The pump was last uploaded on the event date; however, the last upload does not capture the time period in which the event occurred. Pump data indicates that there were no obvious requests or deliveries that would cause or contribute to an adverse event. The last blood glucose reading prior to the event was 151 mg/dl.